Event description:
The customer contact reported during testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process which could result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. This report represents all the information known by the reporter upon query by hospira personnel.